Manufacturer narrative:
(B)(4) final report. The device manufacturing records were located and reviewed. It was found that parts conformed to material and dimensional specifications at the time of manufacture. Additional information, such as xrays, operative notes, patient activity level, medical history and weight, did the patient experience any trauma, was correct post-op protocol followed, and an update on the patient was requested in order to perform the investigation. The reporter stated that this information was not accessible. Based on this, no further investigation can be performed and the rootcause remains unknown. No preventive/corrective action are required. This case is now considered closed. If additional information is provided, the case may be reopened. Note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex revision of the ps-r insert and bolt due to pain. Surgeon implanted a thicker poly.

Event description:
Apex revision of the ps-r insert and bolt due to pain. Surgeon implanted a thicker poly.

Manufacturer narrative:
(B)(4) initial report. The device manufacturing records will be located and reviewed. Conclusions will be provided in a supplemental report. Additional information, such as xrays, operative notes, patient activity level, medical history and weight, did the patient experience any trauma, was correct post-op protocol followed, and an update on the patient was requested in order to perform the investigation. If provided they will be summarized in a supplemental report. Note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.